Event description:
Reported by patient as: "leaking lap band".

Manufacturer narrative:
The product associated with this report will not be returned as the device was not explanted. The reporter of the complaint has not provided the product serial number, date of event, implant date and explant date. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur, due to leakage from the band, the port or the connector tubing".